Manufacturer narrative:
Initial.

Event description:
It was reported that the user's freestyle libre 3 plus was connected to the libre application, which prevented the ilet mobile app from receiving sensor data and required connection of a new sensor to enable blood glucose display. No adverse clinical symptoms reported. Outcomes included successful pairing and warmup of a new sensor with the ilet mobile app after education and troubleshooting with no health impact. User support included technical support review and user education to resolve device-to-device connectivity conflict. Investigation of this case revealed that the prior sensor was actively paired to a different application, causing data unavailability to the ilet until a new sensor was applied and scanned to the ilet mobile app. It was concluded, based on previously established findings for similar reports, that the cause was user pairing of the sensor to a non-supported application leading to incompatible device association.